Manufacturer narrative:
There was one ev1000 platform system that was received for product evaluation. The testing of the system found that when the burn in test was performed, the cardiac index reading was within product specifications. The pc panel and the databox were tested using a simulator and the co, ci, svi and sv02 readings were monitored for over 24 hours without any issues noted. The system passed the automated functional test, before and after the burn in test. A visual inspection was completed and there was no damage noted on the databox. There were only a few scratches seen on the pc panel screen protector. The reported issue could not be replicated. There was no fault found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be submitted with the evaluation results. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that a patient was being monitored with the ev1000a platform system. The ICU nurse observed that the cardiac index reading was too low for the patient status. The ev1000a platform system was exchanged for a replacement ev1000a platform system, using the same accessories. The cardiac index reading was then appropriate for the patient status. There were no error messages observed. There was no patient treatment administered. There was no patient harm or injury.